Event description:
It was reported that before an unknown procedure, it appeared that the packaging had some damage and the customer stated that they had seen some light coming through a hole. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One sealed package was received with no sales unit carton. A piece of white tape was on the tyvek lid covering part of the labeling. Upon visual inspection of the package, the tyvek lid appeared to have indentation marks potentially created when the package was compressed around the cartridge device. Package was opened to observe the tyvek under a microscope so the scrapes and dent characteristics could be viewed. Visual observation showed presence of tyvek material in the area in question. Also, methylene blue dye was used to test the tyvek for holes; the dye did not flow through the tyvek, indicating that there was no break in the package sterility. Package was confirmed to be damaged, but damage did not constitute a hole in the package. It was confirmed that orange plastic was found inside the package. No further investigation will be conducted on this complaint. Package damage did not cause a hole through the tyvek. Foreign matter complaint information will be included in complaint trending. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.